Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturers investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the peeling has been caused by deterioration over time. In addition, it is also likely the phenomenon occurred because external force was applied, such as a strong rubbing against the subject device during normal use, but also including reprocessing. A review of the instructions for use, the following description is applicable: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodes, missing parts, protruding objects, or other irregularities. Per the legal manufacturer, the other issues identified in the initial report (elevator channel plug leak, insulation, camera button, and buckle near protector boot) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the elevator channel plug was leaking. The forceps cover glue was found peeling and the cover glue was found cracked. The crack was affecting the insulation. The switch camera button #1 was not working initially, but it worked after aeration of the device. A buckle was found near the protector boot. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a gastrovideoscope failed the leak test. No patient involvement or injuries were reported. No additional information has been obtained.